Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the right atrial (ra) lead had dislodged. The lead was tested and the results showed the values were within normal limits. The physician has decided not to intervene at this time, and to leave the lead in the current position. No adverse effects were reported